Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the connector piece separated from the tube and allowed air bubbles in the system. Customer complained of insulin leakage. Blood glucose level up to 300 mg/dl. Correction via the pump. No adverse event reported. A request was made for the return of the device.